Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 38 mg/dl. The patient's sensor was reading 84 mg/dl at the time of incident. The patient treated with a donut. The insulin pump was not returned for analysis.